Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose drive support disk. The pump was unable to verify compromised force sensor system alarms due to motor error alarms. The pump was received with cracked case at display window corners, display window and battery tube threads and minor scratched lcd window. The pump was received with stained end cap sticker and broken battery cap.

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 200 mg/dl. The customer stated that the pump alarmed no delivery when she was trying to deliver insulin. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear sticking out. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.